Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due sui and isd. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2004 to treat stress urinary incontinence and pelvic organ prolapse with concurrent bard acellular collagen matrix and cholecystectomy. It was also reported that following insertion the patient experienced pain, infection, extrusion, urinary problems, dyspareunia and vaginal scarring. The patient underwent mesh revision/removal on (B)(6) 2010 due to urethral obstruction secondary to mesh. It was further reported that the patient underwent removal of foreign body in vulva and vaginal and removal of eroded mesh on (B)(6) 2010. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due sui and isd. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence. 03/12/2007 the patient underwent a mesh implant monarc subf hammock due to sui. On (B)(6) 2007, the patient underwent a mesh revision. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh were implanted on (B)(6) 2004 along with concurrent cholecystectomy due to sui and pop. It was reported that following insertion the patient experienced pain, infection, extrusion, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to urethral obstruction secondary to transvaginal tension free tape. It was reported that the patient underwent removal of foreign body in vulva and vaginal and removal of eroded mesh on (B)(6) 2010.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent removal of eroded vaginal stitch on (B)(6) 2010. It was reported that patient underwent cystoscopy, botox injections, laparoscopic repair incarcerated ventral incisional hernia x2 on (B)(6) 2011. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure and unknown mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.